Event description:
It was reported that the bd precisionglide¿ needle pulled out of the hub when trying to remove the needle from the syringe. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "issue : happened twice- when try to cap and remove the needle off syringe the metal needle comes but gray plastic remains on the syringe (hub) breaks away from the needle ( when trying to remove the needle from syringe )".

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305155 and lot number 1273674. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.